Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change today (B)(6) 2019, high impedance and high thresholds were observed. The lead was capped and replaced. No consequences were experienced by patient.